Event description:
Reporter states a softclix lancet packaged with no lancet cap was used on the patient. The patient reportedly required subsequent partial amputation of an index finger due to gangrene.